Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown tomofix plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. This report is for unknown quantity of unknown tomofix plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kim ms, son jm, koh ij, bahk jh, in y (2017). Intraoperative adjustment of alignment under valgus stress reduces outliers in patients undergoing medial opening-wedge high tibial osteotomy. Archives of orthopaedic and trauma surgery. Volume 137. Pages 1035-1045. ((B)(6)) the purpose of this case control study was to determine if the novel technique for the intraoperative adjustment of alignment under valgus stress reduces the number of outliers in patients undergoing medial opening-wedge high tibial osteotomy (mowhto) compared to the conventional technique. From june 2013 to february 2016, a total of 117 consecutive knees; 52 knees from 51 patients (group 1) were corrected using the dugdale method with modification using intraoperative cable, while the other 65 knees from 60 patients (group 2) were corrected using dugdale method with limb alignment achieved using intraoperative cable technique through application of valgus stress to the knee joint. After the desired correction was achieved an unknown synthes tomofix locking plate was used to fix the osteotomy. Postoperative weight bearing line ratios and mechanical axis of the lower limb were compared at postoperative one year. These reported complications represent the patients under group 1: the 19 knees were under-corrected.; 6 knee were over-corrected. The 11 knees needed additional increase in the correction angle. The 2 knees needed additional decrease in the correction angle. The 10 knees had lateral cortical hinge fracture (lchf), which were classified as takeuchi type 1. Womac pain score of 3.4 ± 2.0 (0¿8) postoperatively. Womac stiffness score 1.6 ± 1.4 (0¿6) postoperatively. Womac function score 15.4 ± 6.3 (4-26) postoperatively. These reported complications represent the patients under group 2: the 6 knees were under-corrected. The 19 knees needed additional opening of the correction angle, where 17 achieved normal correction. The 10 knees needed further closing of the correction angle, where 8 achieved normal correction. The 17 knees had lateral cortical hinge fracture (lchf), wherein 16 knees were classified as takeuchi type 1, and 1 was classified as takeuchi type 3. Womac pain score of 2.5 ± 1.6 (0¿6) postoperatively. Womac stiffness 1.7 ± 1.5 (0¿4) postoperatively. Womac function score 12.0 ± 5.4 (2-26) postoperatively. This report is for an unknown synthes tomofix locking plate this report is 1 of 1 for (B)(4). A copy of the literature article is being submitted with this medwatch.